Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 30 mg/dl. The customer treated with food. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was a no delivery as he was having issues with infusion set changes. The customer stated that he will contact his health care provider regarding the low readings. The customer did not want to troubleshoot during time of call. The customer was advised to call back if problems persist.